Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found tubing from a port on the blood sampling valve (bsv) to be disconnected. The fse rerouted, trimmed, and reattached the tubing to the bsv to resolve the leak. The fse then verified instrument operations.

Event description:
The customer reported finding clear, blue fluid under a coulter lh 750 hematology analyzer while the instrument was processing samples. The customer stated the instrument generated non-numeric codes in place of results for red blood cell (rbc) indices and platelet (plt) tests. The customer stopped use of the instrument and ran samples on an alternate coulter lh 500 hematology analyzer in the laboratory until the instrument could be serviced. The operator was wearing gloves and a lab coat while operating the instrument. There were no reports of direct contact with the leak or of injury as a result of the leak. The customer provided results for two patients that confirms the non-numeric instrument generated codes, which alert the operator to further review instrument results. There were no erroneous results reported out of the laboratory in connection with the leak.